Manufacturer narrative:
The complainant indicated that the device is still implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted in the patient during a mid-urethral sling procedure on (B)(6) 2018. According to the complainant, during the procedure, the physician perforated the bladder with the device trocar. The following day, the patient could only void small quantities of urine and had a very high post-void residual urine volume. On (B)(6) 2018, the patient underwent another procedure to loosen the sling and was inserted with a suprapubic catheter. On that same procedure, it was found out that the sling has doubled over. The physician adjusted the sling and closed the vaginal defect with the mesh sitting appropriately flat. The suprapubic catheter was removed and the patient was discharged on that day with no voiding difficulties.

Manufacturer narrative:
The device was not explanted.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted in the patient during a mid-urethral sling procedure on (B)(6) 2018. According to the complainant, during the procedure, the physician perforated the bladder with the device trocar. The following day, the patient could only void small quantities of urine and had a very high post-void residual urine volume. On (B)(6) 2018, the patient underwent another procedure to loosen the sling and was inserted with a suprapubic catheter. On that same procedure, it was found out that the sling has doubled over. The physician adjusted the sling and closed the vaginal defect with the mesh sitting appropriately flat. The suprapubic catheter was removed and the patient was discharged on that day with no voiding difficulties.